Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device exhibited communication error (e226) and video cable has a sharp cut. The issue was found during set up, before patient in the room. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to the regional repair center for inspection and the reported failure of the video cable has sharp cut was confirmed. The customer allegation regarding the camera head communication error was not able to be confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there was poor water tightness of the cable unit. Based on the results of the investigation, regarding the sharp cut on the video cable found the following cause: due to poor water tightness of cable unit the metal part was exposed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.